Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a universal cable component failure, a charge-coupled device component failure, insufficient illumination, and damage to the rigid tube. A root cause could not be identified. Based on the investigation results, the following are likely causes of the malfunction: a component failure in the universal cable and a component failure in the charge-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited waves in the endoscopic video image during the installation process. There was no patient involvement.